Event description:
The pt was double skin tested on 04/28/1997 and 05/27/1997. Both tests were negative. The pt only rec'd one treatment with no ill effects. The pt went to another physician and in 1999 was treated in the upper and lower vermillion borders of the lips. Approximately 3 weeks later the pt called to report that had developed a small lump at the right lateral vermillion border that pt could feel both outside and inside the mouth. The physician recommended massage, which was ineffective. On 01/06/2000, the pt was seen in the doctor's office. The physician noted the "pea sized" lump was slightly red. The pt denied pain, itching, flaking or draining. Dr prescribed cordran tape, a topical cortisone, and administered intralesional kenalog, both of which proved ineffective. The physician diagnosed hypersensitivity.